Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and live birth. (B)(6) 2016:final diagnosis: uterus with cervix and bilateral fallopian tubes ectocervix showing focal high-grade squamous epithelial dysplasia (moderate dysplasia, cin-2). Entire cervix has been submitted and examined histologically. Mild chronic endocervicitis. Benign proliferative endometrium. Unremarkable bilateral fallopian tubes with single benign paratubal cyst. Clinical information: dysmenorrhea. Gross description: free in the container are the bilateral fallopian tubes. The fallopian tubes cannot be oriented as left and right and will be designated as #1 and #2. Fallopian tube #1 is 6.2 x 0.4 cm. Fallopian tube #2 is s.s x 0.4 cm. There is a o.? Cm serous fluid- eacyston the fimbriated end of the fallopian tube. "A1," cervix; "a2-a3," endomyometrium; "a4," random sections proximal and fimbriated end of fallopian tube #1; "as'," random sections proximal and fimbriated end of fallopian tube #2 and serosa fluid-filled cyst. She has undergone essure confirmation test date of live birth- (B)(6) 2003 (B)(6) 2006 (B)(6) 2010. Concurrent conditions included paratubal cyst, endocervicitis, dysmenorrhea and dysplasia of cervix (uteri). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: current weight 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: essure confirmation test: (unspecified): unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received: new event added- dysmenorrhea, patient¿s height added, medical history added, lab details updated and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. (B)(6) 2016:final diagnosis: uterus with cervix and bilateral fallopian tubes ectocervix showing focal high-grade squamous epithelial dysplasia (moderate dysplasia, cin-2). Entire cervix has been submitted and examined histologically. Mild chronic endocervicitis. Benign proliferative endometrium. Unremarkable bilateral fallopian tubes with single benign paratubal cyst. Clinical information: dysmenorrhea. Gross description: free in the container are the bilateral fallopian tubes. The fallopian tubes cannot be oriented as left and right and will be designated as #1 and #2. Fallopian tube #1 is 6.2 x 0.4 cm. Fallopian tube #2 is s.s x 0.4 cm. There is a o.? Cm serous fluid- eacyston the fimbriated end of the fallopian tube. "A1," cervix; "a2-a3," endomyometrium; "a4," random sections proximal and fimbriated end of fallopian tube #1; "as'," random sections proximal and fimbriated end of fallopian tube #2 and serosa fluid-filled cyst. She has undergone essure confirmation test date of live birth- (B)(6) 2003, (B)(6) 2006, and (B)(6) 2010. Concurrent conditions included paratubal cyst, endocervicitis, dysmenorrhea and dysplasia of cervix (uteri). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: current weight 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: essure confirmation test:(unspecified): unknown.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.